Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator showed pacer equipment malfunction and shock equipment malfunction. No further communication was requested and none was warranted.